Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 16:00 on (B)(6) 2026, the patient returned to the ward after surgery and used a heparin cap to seal the connector of the indwelling prn at the end of the infusion, but the heparin cap could not be tightened; the use of the product in question was then discontinued and the cap was replaced with a new one, which did not cause any harm to the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 5223743. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.